Event description:
A customer reported to baxter corporate product surveillance a 3000ml viaxflex empty container in which a leak was observed. According to the report, a pharmacy received a 3000ml viaflex bag filled with an unknown total parentela nutrition (tpn) solution. The reporter clarified that the filled bags are purchased from a hospital. It was observed that the bag was wet when it was delivered, however, no visible leak was observed. When pressure was applied to the bag, a small drip formed at the junction of the port and the bag seam. The alleged defect was observed after filling, but before patient use. Therefore, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is preamendment; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. A pressure test at 8psi revealed a leak. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time.

Manufacturer narrative:
(B)(4). The assignable root cause was determined to be manufacturing methods.